Event description:
"The x-ray from (B)(6) 2012, noted: distal most screw in the (total wrist fusion) plate has broken and there is surrounding reactive bone. The cmcj was not included in the previous fusion. The reactive bone is also very mature and solid now. No signs of screw loosening or windshield wiping." The doctor stated, "the device was not removed. The left wrist fusion surgery was (B)(6) 2011. The bone has healed."

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported information.